Event description:
Fire dept personnel were attending to an apneic, unresponsive pt. A pulse was palpated so external pacing was initiated. Reportedly during treatment, one medic was bagging the pt and the second medic was viewing the monitor and operating the pacer. Allegedly pacing was initiated successfully and the pt transported to the hosp without event. Subsequent to the event and during a review of the code summary event report, it was noted that the pt's electrocardiogram contained excessive artifact and intermittent leads off messages with no pacing capture noted. There were no adverse effects to the pt reported as result of the alleged malfunction.